Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose level of 400 mg/dl. The customer was uncertain of the suspected cause. The customer delivered a correction bolus. During a system check with tandem technical support, the customer observed an air bubble in the tubing. The customer was able to successfully prime out the bubble. Additionally, it was reported that the customer was sick with the flu and on medication. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level. Reportedly, the customer filled a new cartridge with insulin after concluding troubleshooting with cts from a different vial and believes this resolved the customer's bg, however the previous insulin used had no reported issues.